Event description:
It was reported that this pacemaker was found to be operating in safety mode; however, the alert subsequently cleared. The programmer then indicated that the device had less than three months of battery life remaining. A repeat interrogation confirmed the reduced battery status. The device had previously demonstrated greater longevity, indicating that the battery appeared to be depleting more quickly than expected. Technical services (ts) was consulted and advised that the device was likely approaching a state in which it would re-enter safety mode. Device replacement was recommended. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. This pacemaker has not returned for analysis.

Manufacturer narrative:
We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.